Manufacturer narrative:
Although the doctor identified nineteen (19) different lots associated with the root canal failures, the doctor could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4813285, ge1112880, 148619, ge11121126, ge13070814, ge1106545, 179384, 196520, 190941, ge12081293, ge1208757, 171566, 179385, 190789, ge1208623, ge12021218, 121345101, 081349289, and 011111998. The products involved in the alleged incidents were returned and a visual evaluation was performed, yielding results within specifications.

Event description:
A doctor had initially alleged that more than ten (10) patients had experienced root canal failures after endodontic treatment with realseal; however, on (B)(6) 2014, the office provided further information and alleged that since (B)(6) 2014, a total of fifteen (15) patients had experienced root canal re-treatment due to root canal failures after endodontic treatment with realseal. This is the sixth of fifteen (15) reports.

Event description:
A doctor alleged that more than ten (10) patients had experienced root canal failures after endodontic treatment with realseal. This is the sixth of eleven (11) reports.

Manufacturer narrative:
Patient's specific with regard to age, weight and gender was not provided. The patient was prescribed antibiotics. The doctor removed the material, cleansed the area, and placed calcium hydroxide for three (3) months. To date, the patient is still receiving treatments. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.